Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, the stent could not cross the lesion and was reported to have proximal stent damage. The physician attempted to treat an unspecified lesion with a taxus liberte 3.50x16mm drug eluting stent (des). The device was unable to cross the lesion and when the physician removed the stent delivery system (sds) from the pt, it was noted that "the stent proximal edge lifted up." There were no reported patient injuries or complications. The pt's condition was reported as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.